Manufacturer narrative:
A sample device was returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after implantation of intraocular lens, the patient's visual acuity did not improve and astigmatism increased. There was predictive refractive error. The lens was explanted in secondary procedure with a non company lens to improve the near vision. Post replacement, the astigmatism decreased.

Manufacturer narrative:
Video evaluation: a video was returned showing an implanted iol being removed from the eye. The iol is rotated and manipulated into position with a surgical tool. The haptics are at the 5 & 11 o'clock position in the eye, the incision is at the 6 o'clock position, a narrow forceps like tool is inserted through a tube at the incision. The iol is grasped with the forceps from the edge to the centre of the optic. The iol is pulled out of the incision canal, the folded iol can be seen travelling out of the eye through the incision canal. The iol is not shown after removal so the comparison with the received sample could not be completed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Iol received in a sample container of unknown liquid. Solution is dried on both surfaces of the optic and one haptic. One haptic is broken/torn and not returned, the other haptic is intact. The optic is torn/split-cut fractured and scratched/marked-rejectable. Optical power & resolution could not be performed due to optic damage. We are unable to determine the root cause for the reported complaint "did not improve visual acuity, astigmatism". The product was subject to handling as the reported condition was highlighted post implantation. We were unable to perform power & resolution testing due to the condition of the returned iol. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. The manufacturer internal reference number is: (B)(4).